Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using the pre-close technique, via a 6f sheath hole, prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle was successfully pre-placed. Reportedly, the second device was successfully pre-flushed. However, the device was likely not inserted deep enough as there was inadequate bleed back from the marker port. Device deployment continued, but the device got stuck. It was eventually removed, however, the foot was found partially open upon removal. Additionally, the suture came out at some point while changing the sheath. The sheath was upsized to a large-bore sheath and the tavi was completed. Post procedure, the suture from the first device was advanced and tightened; however, complete hemostasis was not achieved, therefore, a non-abbott closure device was used. Soon after, the patient¿s blood pressure dropped and there was significant bleeding. It was suspected that the non-abbott device occluded or damaged the artery. Vascular surgeons performed an atherectomy to treat the bleeding and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. Per case details, ¿with the second prostyle the physician probably did not insert the prostyle deep enough to the artery, he reportedly stated afterwards that the blood from the marker port was not running well.. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿position and maintain the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Anticipate tactile sensation when distal guide enters the vessel. In the artery, brisk pulsatile flow of blood can be expected.¿ it is unknown if the IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstance of the procedure. It appears that the device was under inserted obstructing flow of the marker lumen. It is possible interactions with patient anatomy including calcification of the vessel make the foot not close properly and the device difficult to remove. During the procedure while attempting to change the sheath size the suture pulled out as a result of the malposition of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.